Event description:
On (B)(6) 2010, pt reported his luer lock had come undone on (B)(6) 2010 and he just put it back on and went about his day. Advised pt to make sure there was no insulin that leaked in the cartridge compartment and make sure there weren't any air bubbles. Assisted pt through the removal of the cartridge function; there was no insulin or moisture on the inside of the cartridge compartment. Had pt adjust the piston rod and put the insulin cartridge back in. Had pt prime the infusion set until there was insulin coming out of the end of the infusion tubing. Pt reported he has had issues with air bubbles in the past when he filled the insulin cartridge. Pt stated the insulin is cold and sometimes at room temperature when he fills it. Advised to let it get to room temperature before filling it. Pt reported the air bubble was the size of a nickel and appeared as he filled the cartridge. He stated the air bubble was at the top of the cartridge. Pt reported the infusion adapter was old and since he changed the cartridge and adapter, he has had no issues with the air bubbles. Advised pt the adapter needs to be changed every 10th cartridge change. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.